Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the inner piece to the adm cup impactor tensioner broke during impaction. The cup was fully impacted and when the scrub tech took the instrument, he found it to be broken."